Manufacturer narrative:
This report is part of a system level investigation. Investigation of the reported product in relation to the reported event is ongoing. A supplemental report will be submitted as new information becomes available. This medwatch report is associated with MDR# 1713747-2013-99967, 8030665-2013-00664.

Event description:
On (B)(6) 2013, the pt contacted fresenius medical care (fmc) stating that he was in large amount of pain and that there appeared to be fibrin in the line. He was unable to contact his nurse. The pt was transferred to fmc's on-call nurse for further assistance and advice regarding the pain. No information has been provided regarding the information provided to the pt by the on-call nurse. Follow-up on (B)(6) 2013, with the peritoneal dialysis registered nurse (pdrn) at fms greenwood indicated that the pt had developed peritonitis. The pt was given gentamycin antibiotics on (B)(6) 2013 after going into the clinic. The pdrn stated that the pt's effluent was cloudy. The pt's white blood cell (wbc) count was greater than 75,000 (unk units) and the organism that caused the peritonitis was determined to be an airborne organism. The pt visited the clinic weekly following the reported event and was determined to be fine as of (B)(6) 2013. The pdrn stated that the cassette for the cycler seemed to be intact and no leaking was detected. At the time of treatment (on (B)(6) 2013), the pt was using 2.5 percent delflex solution. Medical records were requested on (B)(6) 2013 and received on (B)(4) 2013. The medical records, as of (B)(6) 2013, stated that the pt has a history of end stage renal disease (esrd), hypertension, diabetes and colon cancer that was being treated by chemotherapy (unk doses/dates of treatment). On the same visit, the physician noted slight swelling of the extremities. As of (B)(6) 2013, the pt was prescribed continuous cycling peritoneal dialysis (ccpd) with seven fills at 3,000ml each over a sleep time of 10:35 (hh:mm). The total volume was 21,000ml with a last fill volume of 3,000ml and a dwell time for each fill of 01:20 (hh:mm). Fill times were indicated to last fifteen minutes and drain times were indicated to last thirty minutes. Over the previous months, dating back to (B)(6) 2013, the pt's prescription had increased from five fills to seven with a total volume of 12,900ml and an increased last fill of 500ml. Treatment sheets from (B)(6) 2013, showed no signs of drain or fill complications very few alarms during treatment.